Manufacturer narrative:
As reported in a research article, a patient was implanted with a 16/14mm amplatzer duct occluder (ado) in the patent ductus arteriosus (pda). An event of device embolization was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "the experience of percutaneous retrieval of embolized 16/14mm amplatzer duct occluder", was reviewed. The article presents a case study of a (B)(6) male patient that was implanted with a 16/14mm amplatzer duct occluder (ado) in the patent ductus arteriosus (pda). The ado was found to have embolized into the proximal side of the left pulmonary artery next day. A 12f non-abbott catheter was delivered into the left pulmonary artery. A 25mm loop snare and a 5f catheter were inserted into the 12f sheath then attempted to retrieve the embolized ado. The snare caught the body of the ado then attempted to pull into the 12f sheath. However, the retention disc was not able to be folded in order to pull into the sheath. The 12f sheath became deformed because the ado was repeatedly attempted to be captured into the sheath. The attempts to retract the ado into the 12f sheath was aborted. The snare catheter was loosened in order to change the place where the snare catheter had grasped the ado and at this time the ado migrated into the right pulmonary artery. Another 10mm loop snare was attempted to capture the end screw of the ado but was unsuccessful. The deformed 12f sheath was replaced with a 18f sheath and delivered into the right pulmonary artery. The 25mm loop snare was inserted into the 18f sheath. The snare catheter caught the body of the ado and was able to successfully pull the ado into the 18f sheath. There was no information on how the pda was treated after embolized ado was retrieved. The article concluded that, the retrieval procedure of embolized ado may become difficult like these cases, it is advisable to prepare a large sheath, if the ado with large diameter migrates from the original implant site.

Manufacturer narrative:
As reported in a research article, a patient was implanted with a 16/14mm amplatzer duct occluder (ado) in the patent ductus arteriosus (pda). An event of device embolization was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "the experience of percutaneous retrieval of embolized 16/14mm amplatzer duct occluder", was reviewed. The article presents a case study of a (B)(6) male patient that was implanted with a 16/14mm amplatzer duct occluder (ado) in the patent ductus arteriosus (pda). The ado was found to have embolized into the proximal side of the left pulmonary artery next day. A 12f non-abbott catheter was delivered into the left pulmonary artery. A 25mm loop snare and a 5f catheter were inserted into the 12f sheath then attempted to retrieve the embolized ado. The snare caught the body of the ado then attempted to pull into the 12f sheath. However, the retention disc was not able to be folded in order to pull into the sheath. The 12f sheath became deformed because the ado was repeatedly attempted to be captured into the sheath. The attempts to retract the ado into the 12f sheath was aborted. The snare catheter was loosened in order to change the place where the snare catheter had grasped the ado and at this time the ado migrated into the right pulmonary artery. Another 10mm loop snare was attempted to capture the end screw of the ado but was unsuccessful. The deformed 12f sheath was replaced with a 18f sheath and delivered into the right pulmonary artery. The 25mm loop snare was inserted into the 18f sheath. The snare catheter caught the body of the ado and was able to successfully pull the ado into the 18f sheath. There was no information on how the pda was treated after embolized ado was retrieved. The article concluded that, the retrieval procedure of embolized ado may become difficult like these cases, it is advisable to prepare a large sheath, if the ado with large diameter migrates from the original implant site.